Event description:
The company service engineer reported on behalf of the site, that the gantry moved downward after the joystick was released. There was no pt involvement or injury.

Manufacturer narrative:
The service engineer replaced the motor. Awaiting return of component for analysis. (B)(4).